Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot met the releasing criteria.

Event description:
It was reported that a aristotle colossus guidewire malfunctioned during use as the wire was removed the distal 1cm of the wire remained in the y-connector outside of the patient. The distal portion of the wire completely separated. The case was completed at this point and there was no harm to the patient.